Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation results. The legal manufacturer reviewed the DHR and found no anomaly during the manufacturing of the device. In addition, the legal manufacturer indicated that for the wear of the air joint unit, the connector socket, damage to the switch cover, and other damage on the device is most likely attributed to accidental failure due to long-term use of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user¿s report. The air pressure fluctuated due to a worn air joint unit and connector socket. The evaluation found four suction feet at the bottom with weak suction force. The power switch has a cracked protective cover and the plastic cap was torn-off. The ac inlet at the rear panel was cracked. The device was repaired, and was returned to the user facility.

Event description:
It was reported that the device was not powerful, did not push air through, and the cord was detached. No patient injury reported.